Event description:
Customer reported one false negative result for one patient. The customer communicated the result was confirmed positive by molecular (pcr testing). The patient was symptomatic. The patient's symptoms included a headache, fatigue, and a fever for about twenty-four hours.

Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.